Event description:
Per rep, the peg was placed in 2003. The staff placed the t-bar bolster on the device, but did not use the retention sleeve. The bolster slipped and, as the stoma was not fully healed, gastric juices from the stomach leaked in the peritoneum.